Event description:
It was reported that the t:slim x2 pump battery would not charge, and there was a power source alert, alert 07, in the pump's history. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by continuing to use the original tandem wall adapter and charging cable, and the pump began charging without requiring further assistance.